Event description:
Caller reported blood glucose results of 129 mg/dl and 55 mg/dl on the aviva system within 10 minutes. Reported no treatment or adverse event relative to this discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of the strips, replacement was sent.